Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reloaded the hard drive for the system. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was unable to boot up intermittently. No pt injury was reported.